Event description:
A healthcare professional viscous fluid control (vfc) plunger was getting stuck removing densiron and also some residual vacuum even with foot off the pedal during the vitrectomy surgery. The procedure was completed on the same day. It was unknown how the procedure was completed. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The surgery screen showed that the surgery was on the viscous fluid control (vfc) mode. The setting was 20 mmhg on intraocular pressure (iop) infusion control, and 650 mmhg on attraction console. A 25ga cannula was connected to the syringe. The doctor was trying to attract silicone from the syringe, but the process failed in attraction.; however, without the sample we are unable to determine the root cause. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).